Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A manufacturing review is in progress. A supplementary medwatch report will be created and submitted when additional information is received.

Event description:
A peritoneal dialysis (pd) patient's contact reported during fill 1 the cycler alarmed for a heater bag issue. Treatment was discontinued. Upon removing the disposable cassette the contact detected fluid leaking inside the cassette door. The patient's pd nurse stated that the patient experienced no adverse event related to the fluid leak. The patient was asymptomatic, was not administered an antibiotic, and was not hospitalized. The patient discarded the disposable tubing set.